Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of balloon burst was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event. This is due to the degree of calcium on the patient's leaflets, and 3mensio imagery revealed calcification in the patient's aorta. It was additionally reported that +4cc of volume was added. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaint withdraw difficulty of delivery system through sheath was confirmed by provided imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the balloon was burst during deployment. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty and subsequent perforation of the right iliac artery. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04263.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 29mm sapien 3 ultra resilia valve into a failed homograft. As reported, the 29mm valve was used with additional volume (plus 4cc). During valve deployment, the balloon ruptured due to calcium. However, the valve sealed and there was no leak. The physician then brought the balloon/delivery system back into the 16fr esheath+. At this time, the balloon caused a kink in the esheath. The esheath and balloon were damaged. The physician then brought the sheath and delivery system out as one unit. After removing the sheath and delivery system, a perforation of the right iliac artery was seen with an angiogram. The physician then ballooned the iliac artery and used two more percloses were used to seal the artery. No cut down or further intervention was needed. Per device image provided post removal, the balloon was ''fractured'' and had ripped through the esheath. The devices were discarded.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.